Event description:
The customer reported having problems with the insulin pump. The blood glucose reading was 153mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a loose drive support disk and cracked reservoir tube lip.